Event description:
The physician who performed an omni procedure reported that after successful completion of the canaloplasty procedure, the device was met with resistance when the catheter was re-advanced into the schlemm' for the trabeculotomy procedure. The physician unparked the cannula tip and pulled into the middle of the anterior chamber to begin retracting the catheter. It was noted that the device wheel was hard to retract and after 2-3 click backs, the catheter broke off from the cannula. The physician used mst micro forceps to remove the catheter and complete trabeculotomy.